Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the tip damaged, as part of overall visual revision. A section of the polymer jacket was detached from the tip distal section and it was observed wire kinked at tip section. Under microscope was confirmed the polymer jacket was detached from the tip and it was observed wire kinked at tip section. Outer diameter of distal tip, middle of the device, and proximal section are within specification.

Event description:
It was reported that guidewire fracture occurred. A short taper 300cm straight tip v-14 control wire guidewire was selected for use to treat a chronic total occlusion (cto). However, during the procedure, it was noted that guidewire broke and was open in one of the sides. The physician had to open three more of the same device but the same issue was encountered. The procedure was completed using alternative method or device. No patient complications were reported.

Manufacturer narrative:
Initial reporter name and address: initial reporter facility name: (B)(6).

Event description:
It was reported that guidewire fracture occurred. A short taper 300cm straight tip v-14 control wire guidewire was selected for use to treat a chronic total occlusion (cto). However, during the procedure, it was noted that guidewire broke and was open in one of the sides. The physician had to open three more of the same device but the same issue was encountered. The procedure was completed using alternative method or device. No patient complications were reported.